Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of implantitis. Based on the report, the pt had moderate oral hygiene, poor bone quantity and type 2 of bone quality. Traditional 2 stage surgery was done. Fixture was placed with primary closure. Fixture was being placed in tooth location #7. The pt had no medical history. The implant was removed because of pain and infection. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications. The fixture would be reimplanted and bone augmentation would be done.